Event description:
The pt had lap band implanted three years ago. The pt presented with leak in the system that was confirmed by fluoroscopy. The pt's beginning weight was one hundred six more than the current weight. Upon inspection, there was a thinning of the tubing noted on the ventral surface just proximal to the connection joint. The port was accessed and a leak was confirmed by injecting saline. The tubing was cut proximal to the leak. The port was replaced with a rapid port ez access port kit. There was no patient injury.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, both trocars were leaking pneumo throughout the case. The same trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)